Event description:
A pt reported experiencing inaccurate erratic results with an otb meter. The pt's blood glucose results were 240, 170, 129mg/dl. Tests were done within 10 mins with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.